Event description:
Customer reported that the table would not move. No pt injury was reported.

Manufacturer narrative:
The service rep discovered that the limit switch on the crash and splash has stuck in the closed position causing no downward motion. He repaired the switch by unsticking it. System was restored to normal operation and is operating as intended at this time.